Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Product was not returned. Although several attempts have been made, no additional information has been received. No complaint was stated against this component. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00205, 00207. This event occurred in (B) (6).

Event description:
Allegedly removed during revision of another component.

Event description:
Allegedly removed during revision of another component.

Manufacturer narrative:
Conclusion: product did not contribute event. Product not returned. Complaint history reviewed. Product conformance could not be determined. Use of device could not be determined.